Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field b5, h3, and h4. The device was evaluated by olympus, and the reported malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the setting of cv-1500 (video processor) was switched to air from co2. Additionally, it could be confirmed that there was no abnormality on the performance of ucr (endoscopic co2 regulation unit). However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the facility co2 flow was switched to air flow unintentionally occurred during test phase and there was no patient harm. This event is for procedure three.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in 2 cases of a gastric peroral endoscopic myotomy (poem) procedure, the customer was utilizing ucr endoscopic co2 regulator unit (with maj-2047 -hdtv cable). Prior to performing the procedure, co2 was confirmed running. Mid-procedure, it was reported air was running unintentionally that pumped into the patients developing pneumothorax. The patients were admitted because of the air/co2 issue and medical intervention was undertaken/additional treatment to drain and rectify pneumothorax. The patients are reported to have survived. This event is for second procedure undertaken.